Event description:
The patient reported they experienced an overdose following a pump replacement. The patient was reportedly ok, but afraid of the pump. The patient was calling to inquire about finding another doctor to manage his pump. The manufacturer representative provided the web page for physician listing/consultation information. The hcp reported the patient was found unconscious following an overdose. The hcp wanted to know what information was provided to patient; the manufacturer representative gave the nurse the mymedpages web site which was provided to the patient. The patient called again to report an infection and device and catheter removal in 2007 due to a staph infection by the doctor. The patient indicated a new pump and catheter were implanted four months later. The patient reported symptoms of loss of therapeutic effect following the pump and catheter replacement. The drug used was morphine (pf morphine sulfate). The patient was redirected to their hcp. The patient was unsure of his next refill date. The manufacturer representative indicated that he checked the patients pump 2 weeks prior after an MRI and that the pump was functioning properly. The patient was not aware that the rep was there because he was sedated. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #3004209178200800211.